Manufacturer narrative:
The device was not returned to zoll medical corporation for evaulation. However, visual data of the customer's report was provided by the customer. The reported malfunction was observed during review of the visual data. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a resistor on the processor/bridge/pace board. The processor/bridge/pace board was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device failed self-test for defib and pacer functions.complainant indicated that there was no patient involvement in the reported malfunction.